Event description:
During case turnover, the hysteroscope pump was powered up, tubing placed and attempted to prime. Error code: tubing blocked, open ports or clamp. Trouble shooting ensued: checked tubing clamps, scope clamps, bag connection, pump inserts, rebooted system with same error code. When inflow tubing disconnected and prime started to check flow, the fluid was coming out in a very fine single stream, could not find any external reason for blockage. Tubing changed out and prime redone without issue.